Event description:
Per the clinic, the patient experienced intermittency with device use, and the issue could not be resolved. The implanted device remains.there are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. (B)(4).